Event description:
It was reported by the patient that the blood glucose reached 14.5 mmol/l (261 mg/dl) while wearing the pod between 1 and 4 hours on the arm. While patient was reporting this pod, it was discovered that the cannula did not deploy and did not see the pink color, and upon pod removal, the cannula was visible and looked normal, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, a new pod was applied. No medical intervention was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.